Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional lower limb angiogram procedure. Reportedly, a ¿cuff miss occurred¿ [suture retrieval issue] and the device ¿kicked back¿ when depressing the plunger. A second proglide device was used and the device was difficult to remove, significant resistance was felt and ¿some force was used to twist and turn the proglide out of the patient¿. The lever was down to close the footplate prior to removal. Hemostasis was not fully achieved with the suture of the second proglide device. A third proglide device was used and a ¿cuff miss¿ [suture retrieval issue] occurred. A fourth proglide device was used and the device was difficult to remove, significant resistance was felt and ¿some force was used to twist and turn the proglide out of the patient¿. The lever was down to close the footplate prior to removal. The suture of the fourth proglide device also did not fully achieve hemostasis. Manual compression was applied to achieve complete hemostasis. An ultrasound was performed and no retroperitoneal hematoma was observed. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficulty deploying the plunger could not be tested due to the plunger not being returned. Additionally, returned device analysis identified the posterior foot was separated and not returned. The location of the detached foot is not known. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is possible interaction with patient anatomy or failure to maintain stable position led to the needle trajectory becoming deflected striking the foot, resulting in a needle to cuff miss and difficulty depressing the plunger. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.